Event description:
Hospitalized due to dka. Customer had cold and fever for a few days prior to hospitalization. Customer had been experiencing continuous off no powers. Pump will be replaced. Advised customer to use manual injections for now.